Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had compromised force sensor system alarm. Customer's blood glucose level was 243mg/dl. The drive support cap was normal. Insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor alarmed during the basic occlusion test due to moisture damage on force sensor resistor.